Event description:
Four incidents in which "luer slip connection" separated involving four pts. Pts lost 4-5 ml of blood, however, no medical intervention was required. There was no change in blood pressure in any of these incidents. Reportedly, the facility was using a 24 gauge braun introcan safety with wing angiocath in a peripheral line, using the colleague pump. The extension set had been in use "no longer than 24 hours" and a push and twist technique was used to connect the extension set to the angiocath. Set was replaced with a new set with no further sequelae.